Event description:
It was reported that the pulse generator exhibited a diagnostics anomaly. The device was exposed to electrocautery. A device product code download would be considered and the patient would be monitored.